Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that during MRI imaging, the implanted area around the neck became hot and painful. As the scan was nearing completion, it was endured, and the MRI was continued. After the MRI was finished, cooling the neck alleviated the heat and pain. The imaging time was longer than usual. Normally, the controller is left in the changing room, but this time, the controller was brought into the anteroom of the MRI room by the patient's wife, which may have caused interference. The attached document states the following: the scan duration should not exceed a total of 30 minutes within a continuous 90-minute period [exceeding the time limit increases the risk of tissue damage due to excessive heating]. MRI should not be performed if the body temperature exceeds 38 degrees. Given this, it was explained that if the conditions were not met during the imaging, it is possible that device heating or improper programming could have occurred. However, since the specific settings used for this scan are unknown, it cannot be definitively concluded that these factors were related. It was also conveyed that no additional response could be provided due to the lack of past case information, and an apology was offered. Additionally, it was suggested that healthcare professionals from the imaging hospital could call to discuss and clarify the conditions further. Regarding the controller, it was explained that the instructions request not to bring it into the MRI room [as these devices may be affected by the magnetic field of the MRI]. It was also mentioned that the possibility of magnetic field interference cannot be ruled out even in the front room. Currently, there is no pain, heat, or discomfort from stimulation, but the patient reportedly cannot usually sense stimulation. It was advised that if there are no current issues, they should monitor the situation and consult during their next visit as a precaution. After the MRI was completed, even after deactivating MRI mode and pressing turn on, the screen returned to the MRI mode display. It took about two attempts to successfully turn it on. Adaptivestim was off. The intensity of group a1, which is usually set at 1.0, had increased to 2.0. While it was possible to lower it, this was the first time the intensity had changed on its own. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information was available as the patient does not have an appointment.